Manufacturer narrative:
On 18-may-2023, biosense webster inc (bwi) received additional information which changed the reportability of the event. It was reported that the sheath used in the procedure was not a bwi device. Ablation was not performed. The manufacturer and type of sheath were not specified. It was also reported that the physician¿s opinion on the cause of this adverse event was that it was patient condition related. The patient¿s aorta course was abnormal. Intervention provided was patient was under observation at ICU and required extended hospitalization. The patient recovered. It is reasonable to conclude the aorta dissection is not associated with any bwi products, as these products do not come into direct contact with the aorta vessel wall, and they are manipulated to the target area via the sheath conduit. Since the sheath is not a bwi product, this event has been reassessed and is no longer considered to be MDR reportable against the sheath nor any bwi devices. Therefore, h 6. Health effect - clinical code, h. 6. Health effect - impact code, and h 6. Medical device problem code have been updated. G. 1. Manufacturer site email was updated with the current email contact. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001304139

Event description:
It was reported that a patient underwent a premature ventricular contractions (pvc) ablation procedure with an unknown carto vizigo sheath and suffered a vascular dissection. It was reported that during a premature ventricular contraction procedure, by femoral artery approach, mapping was performed around cusp (heart valves) using the pentaray. After end of mapping, aortic dissection was found when the thermocool smart touch sf (stsf) was attempted to be inserted. Timing when complaints occurred was after end of mapping. When replacing the catheter to ¿psvt¿. The patient regained consciousness. There were no abnormalities observed prior to and during use of the product. The adverse event was discovered during use of biosense webster products.